Event description:
The consumer's wife alleges her husband came down a ramp on 3 separate occasions and fell out of his chair. No serious injury is alleged.

Manufacturer narrative:
Consumer was transgressing a ramp when they allegedly had fallen out of the chair several times with no serious injury reported. Dealer had serviced the chair and reportedly performed the field correction in accordance with recall 1525712-11/16/07c. Chair has been returned to MFR and is no longer in service. On 01/13/2009 engineering inspected the chair and the chair stability lock engaged every time when tested. The left side was determined to drift under a light load and when operating this chair, stopping on a level ground and on a slope, cylinder drift could not be detected. MFR has replaced chair.